Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, the pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while trying to administer a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.